Event description:
Event description cpi received information that this bipolar lead was removed from service due to exit block and high thresholds. The physician elected to perform an invasive procedure one day after the replacement of the implantable pulse generator (ipg) and replace this lead.